Manufacturer narrative:
Additional information: additional information received indicated that the patient's visual acuity was tested 3 days and 1 week after the surgery. The astigmatism correction was performed properly, and the patient was satisfied. Section h3 - device evaluated by manufacturer? Yes device evaluation: no suspect product was received. The photographs provided by the customer were evaluated. The photographs showed the suspect lens. Additional toric scribe marks were observed on the lens. Based on the evaluation of the photographs further investigation was required. A failure investigation was completed, and the investigation findings concluded that the device did not meet specification. The failure was attributed to an operator error. An awareness was conducted to all personnel involved in the manufacturing of the complaint product to reinforce visual inspection during the process, to prevent recurrence. A review of bounding confirmed that there were no additional units affected for similar issues. The reported issue is identified in the product risk management documents. The likelihood of harm due to the additional markings is remote. Per the assessment, the reporting rate for similar incidents remains within the acceptable levels. To date, the implanted iol has not caused any post-operational complications. Manufacturing record review: the manufacturing records for the product were reviewed. No process deviations, nonconformances, or corrective actions were found as part of the review. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: based on the investigation results, one potential assignable cause was traced to the manufacturing process and actions were taken to avoid reoccurrence. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1 - telephone number:(B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis enhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis ethnocentric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the preloaded toric intraocular lens (iol) into the patient's eye, it was found that there were 3 points irregularly apart from the 4 points of the astigmatic axis originally present in the toric lens. The account also indicated that there seemed to be a bubble, which could not be removed during irrigation and aspiration (ia). This was seen only on one side of the lens and the account adjusted the lens axis. There was no problem with the axis alignment, and iol removal was not planned. There are no problems with post-operative examinations. Through follow-up, we learned that the patient was not hospitalized and there are no issues with the patient's health condition. No further information was provided.